Event description:
The hospital contact reported that during the procedure, two micrusphere coils (csp10035030/c15021) failed to resheath. It is unknown how the procedure was continued. At the time of the initial interaction the product was available for return. Failure analysis discovered that the product was damaged, stretched, and entangled upon visual inspection.

Manufacturer narrative:
As viewed through the returned packaging, the coil was returned damaged, entangled and partially protruding outside the distal tip of the green introducer. Both the coil and core wire have been severely damaged. Located off the proximal end at 3.0, 58.0, 64.0, and 98.5 (all in centimeters) are sections of severe kinking and bending. Located 45.0 centimeters off the distal tip of the green introducer the core wire protrudes outside the sheath for the remainder of its length. The 6.6 centimeter long coil has been stretched a total of 29.0 centimeters. Due to post-procedural handling, cleaning, and packaging and with no damage reported in the complaint event, the complete circumstances of how and when this damage occurred cannot be exactly determined. No mechanical sheath damage was found at the protrusion site or on the remainder of the sheath. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged and the edges have been raised above the surface plane. The locking mechanism has stretching and compression damage. No manufacturing defects were found. There are two possible contributing factors to the resheathing difficulty. The primary contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have kinked and caused the core wire to protrude outside the sheath and a portion of coil damage may have occurred. In this condition, the coil cannot be resheathed or advanced. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. The secondary contributing factor may have occurred if the coil was being resheathed in a manner different than the one outlined by the IFU. If this did occur then for optimum product performance and to prevent potential complications, the IFU recommends, ¿when necessary, the codman microcoil system can be reloaded into the introducer sheath using the re sheathing tool. Loosen the rhv. Using the fluoroscopic guidance, retract the microcoil from the aneurysm back into the microcatheter. Locate the introducer tip. Grasp the introducer tip with your left hand and the resheathing tool with your right hand. Pull with your right hand while holding on the resheathing tool towards the connector. This will start the resheathing of the coil and the dpu pusher wire. When the resheathing tool reaches the end of the introducer sheath, replace the introducer tip back inside the rhv. Tighten the rhv. With your right hand, grasp the connector and continue to pull the dpu wire out of the sheath until coil is completely inside the distal end of the introducer tip. Loosen the rhv and remove the introducer. Fig. 6: pulling back the dpu wire hub connector¿¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however procedural factors outlined in the IFU likely contributed to the event. The damages found during analysis on the device may have also occurred during shipping or handling. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.